Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The caller stated that the customer was bolusing, and the insulin pump exhibited slower response than normal. The customer's blood glucose was 6.5 mmol/l. The caller did not observe any significant events leading to the alarm. The user was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarmed and no frozen screen noted during our testing. The insulin pump has cracked battery tube thread, cracked reservoir tube lip and missing the end cap sticker noted.